Event description:
It was reported that during a vascular surgery, the device would cut but would not staple completely. With the device, two other reloads were used. One of them would cut but did not staple completely. A small hemorrhage occurred but no transfusion was necessary. The surgeon made a manual suture and there was no consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.